Event description:
Pt on bypass at 9038 and at 0947 came off bypass due to pump malfunction. Rpm increased > 3300 and flow rates gradually decreasing. Aortic line pressure around 78, notified surgeon transfused volume to pt, ventilated pt and came off bypass. Changed pumps and disposables and pt paced back on bypass at 1007 without incident. A rep from sorin came and evaluated the machine. He stated the machine was functional and is functioning properly. It was assessed. It was probably the oxygen sensor. Unfortunately the o2 sensor was not saved. A second incident occurred with the machine after a case was complete. The staff member was cleaning up after a case in which the pt was off bypass, and doing fine, and noticed he was not able to pump blood from the oxygenator to the heart lung machine. The centrifugal pump was spinning at 2000 rpm yet there was not flow. Several attempts were made to pump the blood from the oxygenator, all attempts failed. It was assessed the oxygenator was the real problem of both events. The oxygenator from the first case was accidently thrown out, thinking it was a malfunction in the machine. Which we found out in the next case, it was not. The oxygenator from the case on (B)(6) 2010, was sent to sorin to be evaluated and we are awaiting the results. The pump for the case on (B)(6) 2010, was thoroughly inspected and no problems were found. Route: endotracheal. Dates of use: (B)(6) 2010-(B)(6) 2010 (8 minutes). Diagnosis or reason for use: cardiovascular heart disease. Event abated after use: yes.